Event description:
It was reported that the insulin pump had two cracks in it, one on the screen and the other on the side of the device casing. The blood glucose reading was 78 mg/dl. The customer did not recall how the damage had occurred. She also noted a broken belt clip. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with cracked case on the lcd display window corners, cracks on the lcd display window, and crack on the battery tube threads. The test belt clip fits and locks properly, and no damage in the belt clip slot was noted.